Event description:
Life long tpn pt who has been using the posiflow cap for 2 years without incident, reported an inverted septum on the device, which led to 2-5cc (pt estimate) of blood loss. Later that night the pt went to the emergency room as he had spiked a fever. A culture was drawn at that time, 36 hours out the culture was still negative. Pt is on no other therapies. The cap is changed weekly and accessed only 4 tims daily (saline flush, infusion, saline flush) but is held open for 12 to 14 hours of cyclic tpn infusion each night. The pt disposed of the unit.